Manufacturer narrative:
One cardiomems patient electronic system power supply was received for evaluation. Visual inspection verified the power supply's wires were exposed. Software evaluation was not required. The reported event was visually confirmed.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported exposed and frayed wires of the power supply. The power cord and power supply box were replaced and there were no adverse consequences reported by the patient.